Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation, multiple mode switch episodes were noted due to noise oversensing. Noise was not reproducible in clinic with isometrics. No intervention was reported. The patient was stable and would continue to be monitored.